Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 468 mg/dl; cause was unknown. The customer delivered a correction bolus prior to going to the ER in an attempt to treat bg. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. At the time of the report to tandem technical support, the customer confirmed the reported issue resolved and sustained no permanent damage, however, the customer had not yet been released from the hospital. Follow up attempts were made to obtain additional information; however, a response was not received. Recommendation was made to consult with a healthcare provider regarding diabetes management.